Event description:
On (B)(6) 2011 I began wearing acuvue oasys for astigmatism contacts by (B)(4). I wore them as prescribed, starting gradually and then after a few weeks was wearing them approximately 12-16 hours a day, storing them in sterile solution and replacing them monthly. After about 2.5 months I was noticing a lot of irritation and redness in my eyes and as it got worse I stopped in to see my optometrist around (B)(6) he immediately told me to quit wearing my contacts, as my eyes were very irritated, dry and the surface was "rough." Since then my vision has deteriorated and I can't see anything with my prescription glasses up close or far away and the optometrist couldn't even correct my vision to 20/20 with his last exam.